Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was pacing at 40 ppm when connected to an ECG while it was programmed with a base rate of 60 ppm. Post-paced t-wave oversensing causing slow heart rate was noted. Device was reprogrammed. Patient was asymptomatic.